Event description:
It was reported that patient enrolled in a clinical study underwent right femoral resurfacing procedure on (B)(6) 2007. Complication of sciatic nerve palsy, partial tibial branch palsy, sensory on sole only and no motor deficit were noted. There has been no reported revision procedure to date. A review of invoice history confirmed the initial surgery date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing procedure on (B)(6) 2007. Subsequently, the patient experienced a complication of sciatic nerve palsy, and partial tibial branch palsey; sensory on sole only and no motor deficit were noted. There has been no reported revision procedure to date. A review of invoice history confirmed the initial surgery date.